Manufacturer narrative:
In lieu of a reported lot number, a ship history was generated for item h965750141 to determine the last 3 lots of this item shipped to the hospital in the past 6 months. The device history records for the obtained lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked." No adverse tread was identified. The reported issue was confirmed, as the female luer lock component of the white valve was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely a needleless connector). ((B)(4)).

Event description:
As reported, a PICC was removed and replaced due to a cracked hub. The issue was identified during preventative maintenance when the pt came back from being in a longterm care facility. The used PICC was returned to angiodynamics. The pt condition was unaffected by this event.